Event description:
It was reported that a cadd-prizm® vip pump was draining batteries. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found no evidence of an issue. Battery life testing was performed and verified the reported issue. Draw current testing was performed and was within manufacturing specifications. The battery life was found to be out of specification. It was unknown was caused the battery drainage. Based on the evidence, a root cause was unable to be confirmed.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes. Additional information was received providing the event date and indicating there was no patient involvement.